Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low sodium (na) and high chloride (cl) results generated by unicel dxc 800 pro synchron clinical system. The results were not reported out of the laboratory. Because low anion gaps were generated, repeat tests were performed on an alternate instrument. The results from the second analyzer with acceptable anion gaps were reported. There was no effect to the patient or to the user.

Manufacturer narrative:
The system is routinely calibrated every 24 hours and qc is run every 12 hours. Qc results prior to the event were within the established ranges. The laboratory temperature is monitored and stable. A bci engineer replaced the sodium electrodes and the chloride electrode tip, cleaned the flow cell, and rebuilt the ratio pump. As of (B)(4) 2010, there were no further calls to hotline for the problems. A definitive root cause has not been determined for this event.